Event description:
The patient used the suspect device to check their blood glucose and obtained a result of 144 mg/dl. Patient then took their normal meds. Patient was found unconscious about five hours later. At this time the suspect device was used and patient's blood glucose result was 78 mg/dl. Emergency medical technician's were called and they checked patient's glucose at 18 mg/dl. Patient was treated at the scene for hypoglycemia. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.